Event description:
It was reported that a spectrum pump had a "bad sensor." It was also reported there was no patient involvement. During baxter's functionality testing of the device it was found to alarm upstream occlusion when none was present.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced upstream occlusion which was reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.